Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again. The neptune settings were as follows: circuit air temperature 37 c, rainout was full (far right), mode was invasive, 10lpm of compressed air in circuit system. The neptune came up to the assigned temperature and maintained the temperature without interruption for one hour real time. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The customer reported the unit was overheating during function testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit was overheating during function testing. There was no patient involvement.